Manufacturer narrative:
(B)(4).

Event description:
It was reported that during post implant device check myopotential oversensing was observed. The device was reprogrammed. The patient was asymptomatic.